Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0vrbb, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was not feeling stimulation and had a return of symptoms of frequency on (B)(6) 2015. The programmer was set at 3.8v. The patient was scheduled for a follow-up appointment with their managing health care provider (hcp) on (B)(6) 2015. It was mentioned that the patient took gabapentin for leg pain, numbness, and tingling. The patient had been on this medication for a long time and had the leg issues prior to implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.